Event description:
It was reported that a titanium adapter disconnected from a patient¿s transfer set. It was not reported whether or not the issue occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). As the titanium adapter was not returned and a lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.